Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1avr1-delsys / expiration date: 14-feb-2023 / serial#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 23-aug-2021. Labeled for single use : yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), multiple recaptures were performed due to poor electrical values. It was further noted that the leadless ipg cup and recapture were not completely grounded and the device was pulled back to the right atrium. The recapture cone and cup still could not be attached  and only the tissue adhered to the delivery system(ds) tether however, the procedure was continued and the leadless ipg was implanted in the middle septum. Following implant, the patient complained of decreased blood pressure,  dyspnea, palpitations, discomfort in the chest and feeling bad. It was presumed that hypovolemia was suspected and saline was administered. Also it was deemed that the heart rate might have been insufficient and  the leadless ipg was reprogrammed and the patient returned to the coronary care unit (ccu). An echocardiography was performed  the following morning and the physician noted that tricuspid regurgitation  and papillary muscle rupture were found. The patient underwent a thoracotomy and tricuspid valve replacement and a temporary atrial pacemaker was implanted to generate the heart rate. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.